Event description:
Pt admitted with a diagnosis of respiratory failure secondary to status asthmaticus near respiratory arrest. While nurse was performing manipulations on bedside monitor, it was noted that pt wasn't being ventilated. No alarms were ringing on the ventilator. All connections were intact, however, no numbers were displayed an no dials were in motion on the ventilator. Pt experienced acute respiratory arrest, cardiac arrest and anoxic encephalopathy.